Event description:
It was reported that five hours after the catheter was inserted, the clinican found the brown injection cap 'fell off" the injection cap was not found. No patient complications reported.

Manufacturer narrative:
Follow-up report will be filed when evaluation compete.